Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient was treated with a 10mm omnilink elite stent delivery system in the mid anterior inferior cerebellar artery. On (B)(6) 2018, the stent was identified with restenosis and treated with balloon angioplasty. It was reported that the stent struts were collapsed, and consequently resulted in neointimal hyperplasia which caused the instent-restenosis. A non-abbott stent was used to successfully treat the lesion. The patient was provided with medication for treatment. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The media provided for review does appear to confirm the reported restenosis in the proximal portion of the stent, distal to the aortic bifurcation. It is difficult to visualize any stent strut flaring or discontinuity, although it was reported to have been observed by the physician. No details were provided regarding patients adherence to anticoagulant and / or antiplatelet therapy after the initial implant. The root cause for the restenosis is unknown.

Manufacturer narrative:
(B)(4). Date of event was initially estimated as (B)(6) 2018; however, based on additional information received, the date of event has now been estimated as (B)(6) 2018. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of pain and stenosis are listed in electronic instructions for use peripheral stent system omnilink elite, ce as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of pain, stenosis cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR, it was reported that in (B)(6) 2018 (approximately 4 weeks before the intervention performed on (B)(6) 2018), the patient returned to the hospital complaining about leg pain and restenosis was observed then. Additionally, the lesion location was the common iliac artery and not the anterior inferior cerebellar artery as initially reported.